Manufacturer narrative:
The elevated troponin t results were reproduced during the investigation of the patient's sample. The result using the competitor's (wantai) method was <10.0 pg/ml (negative). Based on the results of a hb-tube treatment, the presence of an interfering factor of the heterophilic antibodies was observed. Product labeling states: "for assays using antibodies, the possibility exists for interference by heterophile antibodies in the patient¿s sample. Patients who have been regularly exposed to animals or have received immunotherapy or diagnostic procedures using immunoglobulin or immunoglobulin fragments may produce antibodies, e.g. Hama, that interfere with immunoassays. Carefully evaluate the results of patients suspected of having these antibodies."

Manufacturer narrative:
The analyzer's serial number is (B)(6). The samples were requested for investigation. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs results for 1 patient on a cobas e 801 analytical unit. An interference with the elecsys troponin t hs assay was suspected. The results with the 18-minute application were: the result from sample tube a (a plasma tube) was 594 pg/ml. The result from sample tube b (a plasma tube) was 549 pg/ml. The result from sample tube c (a serum tube) was 479 pg/ml. The result (sample tube a) with the 9-minute application was 362 pg/ml. The results on an e601 module with the 18-minute application were: the result from sample tube a was 886.5 pg/ml. The result from sample tube b was 860.9 pg/ml. After doing a peg (polyethylene glycol) sedimentation, the results were: the result from sample tube a was 10.82 pg/ml (negative). The result from sample tube b was 10.98 pg/ml (negative). The result from sample tube c was 10.06 pg/ml (negative). A troponin t result of 656 pg/ml was also provided. Information was not provided regarding which sample tube the result came from. No further information was provided regarding this result.